Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with failure 54 was not confirmed during product evaluation. Also, the quality engineer has not determined the cause. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure 54. This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.